Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 368 mg/dl shortly after waking while using the ilet on day three of therapy, with overnight glucose reportedly in range and no clear contributing factors identified. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, including confirmation of the fingerstick value and counseling that the ilet is still adapting during early use. Investigation included review of reported data and user interview. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with early adaptation to the system considered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.